Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model #: sc-4316 lot #: 20332078 description: next generation anchor kit-sterile a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at their extension pouch following their trial procedure. During the trial implant procedure, the physician used a blade to make a hole at the incision site. The physician sutured the skin around the extension due to the hole being big. The physician believes that the suture prevented natural fluid secretion and created a retention of body fluids that encouraged germ multiplication. The patient was hospitalized and had all of their devices explanted. The patient was also placed on antibiotics. No further information will be obtained.